Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy rash underneath the four electrodes. The patient's physician recommended loosening the garment and using a talcum powder on the rash. It was reported that the patient's irritation improved after using the talcum powder.